Event description:
It was reported to philips unit has a low tidal volume and is not delivering any pressure. The device did have patient involvement at the time the issue was discovered, there was no patient or user harm reported. Philips remote service engineer (rse) advised the customer to perform a complete performance verification test (pvt) per the service guide to determine if the unit is functioning within specification. If it fails, follow the troubleshooting guide located in the service guide after the pvt. The customer advised that the pvt was done a month ago as part of a preventive maintenance (pm) and wants to know what the issue could be. The philips rse advised the customer to perform a complete pvt per the service guide to determine if there is anything wrong with the unit and take actions to repair, as necessary. The rse advised the customer if unit passes the pvt, then unit is within specification and is okay to place into service. The rse advised the customer that the unit must be tested per the procedures in the latest service guide using the tools, test equipment and procedures stated. The philips rse offered onsite service and the customer refused, stating that he wants to check and repair the unit himself. The customer will perform the pvt and complete any needed repairs. The customer will call back only if further assistance is needed. The customer confirmed he could not replicate the issue and the unit passed all performance tests. There was nothing in the error log to indicate hardware issues. The customer performed preventive maintenance and let the system run. There was no part repair required and the unit was returned to service.